Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible and the patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.